Event description:
During troubleshooting for an unrelated issue, the nurse reported that the patient had peritonitis. On (B)(6) 2012, (B)(4) called the facility and spoke with a peritoneal dialysis (pd) nurse regarding this patient. The pd nurse stated that the patient has been discharged and she did not believe that the peritonitis was related to baxter products or the therapy itself. She believes that the peritonitis was related to the patient being constipated. The nurse was unable to provide dates of diagnosis, duration of hospital stay, and type of peritonitis due to their being more than one patient in their system by that name and baxter (B)(4) did not have any other patient identifiers other than a first and last name. The nurse reported that the patient was treated with antibiotics and is recovering. The pd nurse was unable to report if the patient was using a homechoice at home or any of baxter's products. No further information was given at this time.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown\. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.